Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Associate products- m2a-magnum modular head / pn 157444/ ln 182030, integra/x porous red prox / pn x12-171308/ ln 279310, m2a-magnum pf cup / pn us157850/ ln 395790 this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision procedure approximately eight years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.